Event description:
The pt obtained a result of 200 mg/dl. She reported no symptoms at the time of testing. She tested on another meter and obtained a result of 117 mg/dl. The comparison of one meter to another is considered anecdotal. The pt reported her medical professional gave no treatment. The test strips were in good condition, code number matched, and the technique for applying the blood to the strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. This case was initially ruled out because there was no evidence of a meter malfunction (anecdotal comparison) and there was no evidence of the meter contributing to a serious injury (both of the meter results reported do not reflect a serious injury). However, the pt's meter and test strips were returned to lifescan and they were evaluated. The meter passed both visual and functional testing. The return test strips failed due to control solution test failing out of range.